Event description:
During the procedure, the supine peroneal post was inserted onto the bed. The plastic slot broke when traction was being applied in an effort to get adequate distraction. Once it broke the doctor ended the procedure. Case was cancelled and the patient was under anesthesia. The surgery had to be rescheduled.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).